Event description:
Patient had been non-compliant with follow-up and came in for a 2.5 year check. Upon interrogation error code 1003 came up stating "voltage is too low for projected remaining capacity." Within the device there was an unknown source of drainage causing early battery depletion. Boston scientific technical services were contacted, engineers estimated seven days of guaranteed normal function before necessary change out; even though error code had occurred over a year ago. Previous device check was done on (B)(6) 2015 with 5.5 years remaining (error code occurred less than a year later).